Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is unknown. This complaint involved three (3) unknown 4.0mm titanium (ti) locking screws, one (1) of which was discovered broken postoperatively. This report will address the two (2) unknown 4.0mm titanium (ti) locking screws that were removed due to nonunion and infection. Without a valid part and lot number, the UDI is not available. Implant date unknown. Unknown, as specific part and lot numbers for the complainant devices were not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a hardware removal and revision of a tibia nail construct was performed on (B)(6) 2016 due to non-union, one broken screw, and possible infection. The original procedure to repair the left tibia fracture was performed on an unknown date. Removed hardware included one (1) intact tibia nail and three (3) 4.0mm titanium locking screws. Two (2) of the three (3) screws were removed intact. A portion of the third broken screw was not retrievable and remains embedded in the patient's bone. The revised construct included a larger nail and screws. There was no surgical delay. The procedure was completed successfully with the patient in stable condition. This complaint involved three (3) unknown 4.0mm titanium (ti) locking screws, one (1) of which was discovered broken postoperatively. This report will address the two (2) unknown 4.0mm titanium (ti) locking screws that were removed due to nonunion and infection. This is report 2 of 3 for (B)(4).